Event description:
The customer reported that the insulin pump had an error, and she could not clear the alarm. Advised the customer revert to back up plan. The customer's blood glucose reading was 198mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.